Event description:
Hill-rom received a report from the account stating the bed exit did not alarm and a pt got out of the bed and fell. The bed was located in post-surgery at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Unable to find pm records due to having the serial number provided. No further info is available on the repair of the bed at this time since the account could not locate the bed. The account stated to hill-rom that they would contact us if the bed is located and further assistance is required.